Manufacturer narrative:
B3: estimated date. E1: reporter is unknown. Only the re-implantation was reported to coloplast. The details surrounding the explant were not provided.

Event description:
According to the available information, the implant was removed due to an unknown reason. Re-implantation was performed at a later date.